Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet device did not power on or charge the pump despite correct placement, multiple outlet checks, and repositioning, indicating a charging malfunction involving the external power accessory. Symptoms included no clinical effects. Outcomes included replacement supplies shipped to restore charging capability. Investigation included troubleshooting by verifying correct charger orientation, attempting alternate power sources, and arranging return of the nonfunctional charger for evaluation. Investigation of this case revealed a suspected charger failure consistent with a malfunction of the power supply component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the charger.